Event description:
It was reported that a surgeon allegedly cut his hand on a sharp edge on the arm board of the surgical table. No additional information is provided regarding the alleged injury. It was reported that the hospital repaired the arm board to remove the sharp edges.

Manufacturer narrative:
It was reported that the hospital repaired the sharp edges on the arm board of the surgical table.